Event description:
It was reported by a marker preference evaluation that a surgeon opted to use 2.0 drill bit from another system instead of the rapidsorb plus 2.1mm drill for 2.5mm taps and screws, resulting in pilot hole that was undersized for the tap, thus adding to tapping time. Post procedure surgeon reported patient had a slight increase in swelling due to increased retraction time during the procedure. Patient reported to be doing fine two weeks post-surgery. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)